Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt stated that the percutaneous lead became disconnected, so the pt jammed the percutaneous lead back into the system controller; therefore, became concerned of bent prongs. The pt was still on batteries, asymptomatic, without alarms. Additional information submitted to the MFR indicated that the percutaneous lead connection was fine and device was working fine. The latch wasn't slid over so the pump became briefly disconnected. When the pt re-connected there was concern because there was a pause with the alarms and alarms took a little while to be cleared.

Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.